Manufacturer narrative:
Investigation summary: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate retain and return. Source: phone.

Event description:
Customer reporting false positive flu b results on sofia flu+sars at an approximate rate of 11.6% from testing done over the course of november 2021 in multiple facilities. Customer believes that results received were incorrect due to low prevalence. Reported results did not have confirmation testing confirmed done and the physicians were not reporting the flu results.